Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) "battery was depleting more rapidly than the previous checks had anticipated." It was also reported that the patient was pacing dependent. The device was. Explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.